Manufacturer narrative:
Initial 3 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported that infusion set fell off due to poor adhesion and experienced bruising and rashes. The event occurred on (B)(6) 2026.